Manufacturer narrative:
The field service representative (fsr) performed extensive troubleshooting over the course of several weeks. Ultimately, the fsr cleaned the reaction carousel, cleaned the cuvettes manually, replaced the cuvette washer dry tip, performed a cuvette wash, and passed a 20 replicate mg precision study. No discrepant results have been reported since the service was completed. A definitive cause of the discrepant results was not identified. Instrument service history review found no additional service or complaint issues on or around thedate this complaint was initiated that may have contributed to this issue. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Manufacturing documentation was reviewed, and no issues were identified. Based on the available information, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed magnesium imprecision (falsely elevated results) on the architect c4000 analyzer. Patient data was provided on (B)(6) 2019. Sid (B)(6): female, date tested (B)(6) 2019 initial result 2.524 mmol/l, repeat 0.708, 1.211, and 0.697 mmol/l. No adverse impact to patient management was reported.